Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly alarmed and turned off while in use with internal battery power. The device was returned to the manufacturer's quality assurance laboratory for evaluation. The device's downloaded error log confirmed there was an issue with the internal battery. The issue could not be duplicated during testing. Further investigation of the device's power management board was conducted. An intermittent open condition was found in the power trace for lithium ion sources due to some cracked solder joints. The device was evaluated and scrapped.

Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, the device allegedly alarmed and turned off when using battery power. There was also an allegation the ventilator powered on without keypress activation when the device was connected to ac power. There was no harm or injury reported. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.